Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a knee arthroscopy procedure, the tip of the unit broke off and fell into the knee of the patient. It was further reported that the piece was retrieved and the case was completed. Further, the length of the delay is unknown and it is believed that the case was completed successfully.